Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 surgeon revised a lumbar fusion construct (l2-l5), the set screw at the top of the construct (l2 left pedicle) had become dislodged from the tulip head and was adjacent to the construct on the left side. Surgeon observed "haloing" around the l2 pedicle screws bilaterally and intended to revise. The right side of the construct was securely intact, rods removed bilaterally and replaced the r side l2 cortical fix polyaxial screw 7 x 45 mm with a half diameter larger expedium spine system si polyaxial screw 7.5 mm x 45 mm. Surgeon continued on to remove the hardware below (spineart romeo pedicle screw system at l3-5) and replaced the hardware with expedium 5.5 and proceeded to exposure, cannulate, and place bilateral pedicle screws at l1, then placed a 5.5. Ti rod from l1-4 (04.636.125 x 2), inserted new single inner set caps and successfully final tightened with the torque driver and counter torque without incident. Concomitant device reported: unknown rod (part # unknown, lot # unknown, quantity 1). This complaint involves five (5) devices. This is 3 of 5 for report (B)(4).